Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event. Ipg= bsx leads= mdt (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).